Manufacturer narrative:
**UDI related data quality updates only** h2: correction marked d1: brand name updated to match gudid database entry.

Event description:
Lead was explanted on (B)(6) 2024 due to poor sensing/thresholds.